Event description:
I had to go to the emergency room my sensor was reading low under 40. This happened twice and maybe about 6 sensors did not work the entire 14 days. Reference reports: mw5158164, mw5158165, mw5158166, mw5158168, mw5158169.